Manufacturer narrative:
The vyaire failure analysis laboratory received the flow sensor, bias valve and blower inlet filter for further evaluation. The technician visually inspected the flow sensor and bias valve, confirmed there are no signs of any physical damage. The flow sensor and bias valve were installed onto a known good ptv test unit and passed all testing. However, the blower inlet filter found deformed and with dent ridges. The filter blower inlet was installed onto a known good ptv test unit and operated with "svhp relief" alarm conditions. The root cause was determined to be user fault due to lack of maintenance.

Manufacturer narrative:
The equipment was received at the vyaire medical facility. The service technician verified the reported problem. The vent was connected to a known good patient circuit. Powered on the unit and started ventilating; vent alarmed safety valve high pressure (svhp) relief. It was found that the blower inlet filter ridges were deformed and had a dent in it. The service technician replaced the filter with a known good one and passed. Vent failed again during the functional test, replaced the flow sensor and bias valve with a known good one and passed. It was determined that the root cause is the blower inlet filter, flow and bias valve. The components will be sent to vyaire failure analysis laboratory for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator alarmed safety valve high pressure relief and the breaths were very short. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.